Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation.

Event description:
Plaintiff¿s attorney reports that on or about (B)(6) 2008, where several depuy spine and/or depuy synthes sales products were installed including rods, screws and a cage. On or around (B)(6) 2012, the patient heard an audible pop in his lower back. On or about (B)(6) 2012, the patient presented to the hospital for pain in his back following the audible pop in his lower back. A CT scan was performed and it was determined that the metal rods in the patient had fractured. However, no surgical intervention was needed at that time. On or about (B)(6) 2012, the patient underwent a surgical procedure to replace the failed rods and concomitant device screws. The following mfg. Medwatch report numbers are being filed for the two rods that are reported to have broken post-operatively: 1526439-2014-11649, 1526439-2014-11650.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.